Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the sterile water would not go past the distal end of the foley while inflating the balloon of a 16fr latex foley catheter. A large bubble was noted at the distal end. The nurse was unable to withdraw the fluid, and had to cut the foley before removing in case some fluid had reached the proximal balloon.

Event description:
It was reported that the sterile water would not go fast to the distal end of the foley while inflating the balloon of a 16 fr latex foley catheter. A large bubble was noted at the distal end.  The nurse was unable to withdraw the fluid, and had to cut the foley before removing. It was noted that some fluid had reached the proximal balloon.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: over aspirated, incorrect syringe/collapse lumen/sac close eye/valve damage). The device was not returned for evaluation. The lot number was unknown, and the information on the date code number was not available. Therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe "stick" in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact and adequately trained professional for assistance, as directed by hospital protocol." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.